Event description:
It was reported that the right ventricular (rv) lead had low and decreased impedance with little variance. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.